Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics. Dianeal and extraneal therapies were discontinued, and the patient was performing hemodialysis at the time of this report. At the time of the report, the patient was recovering from the event. No additional information is available.